Event description:
It was reported that there was a sudden decrease in the atrial lead impedance and a suspected insulation failure. Device reprogramming was done and the lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the atrial pacing lead was beyond the expected lower range. Maximum atrial pace impedance rises from an approximate baseline of 500 ohms the week ending (B)(4) 2013 to 760 ohm then drops to 114 ohms the week ending (B)(4) 2014. Analysis of the device memory indicated a lead impedance out of range alert. An out of trend subthreshold lead impedance alert occurred on (B)(4) 2013.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.